Event description:
It was reported that the system displayed an x-ray switch stuck error message during startup and the system would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested, found to be working as intended and returned to service.